Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, shaky, bloated. The pt reported that they were unable to test. The meter allegedly was prompting "insert strip" even after meter was cleaned. No result was obtained from the meter. There were no results reported from any other device. There was no treatment. No further info has been reported.